Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator delivered inappropriate shock therapy due to an incorrect interpretation of signal. It was also noted that there was a sensing discrepancy on the far-field channel. Programming changes were made. The patient was in stable condition.